Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set leaked at site. The infusion set was used for two days. No further information available.